Event description:
During robotic hysterectomy, the physician inserted the vaginal uterine manipulator and bulb inflated according to procedure with rupture. The ruptured device was removed and a second one was opened and used without further problems. There was no injury to the patient.